Manufacturer narrative:
Investigation ¿ evaluation: one ncircle tipless stone extractor was received for evaluation. Visual inspection of the device noted the device was returned with the unidex handle (udh) in the closed position. The basket formation was partially protruding 7 mm from the end of the basket sheath. The support sheath and the basket sheath remain adhered. The basket sheath is smashed at 3 mm from the distal tip and again at 1.5 cm from the distal tip. It is possible based on the appearance of the returned extractor, the basket sheath was caught in the shipping tray during shipment. The polyethylene terephthalate tubing (pett) measures 2.9 cm in length. Functional testing was performed. The collet knob is tight and secure. The udh handle does not actuate the basket formation. The customer complaint has been confirmed. A definitive root cause for the basket failure cannot be determined. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed this is the only complaint that has been received. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing an intended ureteroscopy procedure, the physician tested the ncircle tipless stone extractor basket and found that the basket would not open or close properly. The tip of the basket was found accordioned. The physician used another ncircle tipless stone extractor basket to perform the intended procedure. The device did not come in contact with the patient. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.